Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that there was high threshold on the left ventricular (lv) and right ventricular (rv) lead. The leads were explanted and replaced. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.